Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during an angioplasty and stenting treatment procedure, a guide wire tip detachment occurred. The physician was using this 300cm pt graphix guide wire to cross the previously stented left anterior descending (lad) artery into the diagonal branch. The guide wire was advanced past the previously implanted promus stent; however, while pulling the wire back the tip prolapsed and resistance was encountered. The physician had to pull the wire to remove it, at which point approximately 1.5cm of the guide wire tip detached. The tip embolized into the diagonal branch where a 3.5mm promus stent was deployed over the guide wire tip securing the tip against the vessel wall. No attempt was made to retrieve the tip because the vessel was too small. The procedure was completed with another guide wire. No further patient complications were reported and the patient's status is fine and has since been discharged.